Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system received a cardioversion and the following latitude transmission showed 100% atrial pacing. It is believed there could noise being oversensed and there was also a slight decrease in the right ventricular (rv) and left ventricular (lv) leads impedance. The lv also exhibited a safety switch in march, 2022. The x-ray performed showed a kink in the lv lead near the first rib and the device may have migrated south. Further review of the device data was requested to technical services (ts). Upon ts review of the device data it was discussed that the leads trends changed after the cardioversion attempts. The rv intrinsic amplitude appears to have decreased and to have more pacing needs than before. The rv and lv impedances decreased and the lv impedance changed abruptly and started showing out of range values. There is also noise noted in the lv channel. In addition, it was mentioned that the x-ray shows a clear lv lead kink and is likely the reason for the change in the lv impedance as it is possibly damaged, hence the out of range values. Further recommendations were provided to confirm the lv lead impairment. The crt-p system remains in service. No adverse patient effects were reported. The lv lead model/serial number has not yet been provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system received a cardioversion and the following latitude transmission showed 100% atrial pacing. It is believed there could noise being oversensed and there was also a slight decrease in the right ventricular (rv) and left ventricular (lv) leads impedance. The lv also exhibited a safety switch in (B)(6), 2022. The x-ray performed showed a kink in the lv lead near the first rib and the device may have migrated south. Further review of the device data was requested to technical services (ts). Upon ts review of the device data it was discussed that the leads trends changed after the cardioversion attempts. The rv intrinsic amplitude appears to have decreased and to have more pacing needs than before. The rv and lv impedances decreased and the lv impedance changed abruptly and started showing out of range values. There is also noise noted in the lv channel. In addition, it was mentioned that the x-ray shows a clear lv lead kink and is likely the reason for the change in the lv impedance as it is possibly damaged, hence the out of range values. Further recommendations were provided to confirm the lv lead impairment. The crt-p system remains in service. No adverse patient effects were reported. The lv lead model/serial number has not yet been provided. The lv lead model/serial number was provided. In addition, it was mentioned that the case was discussed with the consultant and the clinic has decided to remotely monitor the lead measurements closely for any significant changes.